Event description:
When femoral cutting block was removed one of the pegs on the back came off the block and remained in the distal femur. It was immediately removed with pliers, causing no delay or patient harm.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Device history review showed all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review showed there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(6), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Device history review showed all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review showed there have been similar previous reported events for this lot ID. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.

Event description:
When femoral cutting block was removed one of the pegs on the back came off the block and remained in the distal femur. It was immediately removed with pliers, causing no delay or patient harm.